Event description:
It was reported that, the implantable cardiac monitor (icm) recorded false asystole. The episodes showed characteristics consistent with loss of electrode contact. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).